Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 596 mg/dl. Customer was treating the high with the insulin pump, but the blood glucose level would not decrease. Hospital treated with manual injections. The blood glucose reading dropped to 204 mg/dl. Nothing further reported.